Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Product not returned.

Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2013 at 4:30pm the patient was hospitalized with ketoacidosis and an elevated blood glucose level of 22 mmol/l (396 mg/dl). The patient was disconnected from the infusion device while in the hospital and treated with insulin injections. During that night her blood glucose levels ranged from 14- 19 mmol/l (252-342 mg/dl). The patient has had a viral infection and increased stress at work. The doctor and the patient made no allegation against the performance of the infusion device. No product was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. (B)(4): no product has been requested to be returned.